Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a product ID d-evprop23-29 (lot: 0012888681); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a second transcatheter valve was implanted for an unknown reason.

Event description:
It was reported that following the implant of a transcatheter valve, a second transcatheter valve was implanted for an unknown reason. Additional information was received that following implant of the initial valve, a post-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve dislodged in result of the bav. The second valve was required due to the dislodgement. Additional information was received that a pre-implant bav was performed using a 20x40 millimeter (mm) balloon. The post-implant bav was performed due to underexpansion and moderate-severe paravalvular leak (pvl). The deployment starting point was in the middle of the pigtail catheter, and the valve dislodged aortic. Prior to valve dislodgement, the implant depth was 2 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). After valve dislodgement, the implant depth on the ncc and lcc was 0 mm. It was noted that a medtronic (confida) guidewire was used during the procedure. Additionally, the second valve was not implanted valve-in-valve because the first valve was placed in the ascending aorta. Additional information was received that per the physician, the guidewire did not contribute to the dislodgement; the valve was corr ectly implanted and the dislodgement occurred with the post-implant balloon dilation.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant bav was performed using a 20x40 millimeter (mm) balloon. The post-implant bav was performed due to under expansion and moderate-severe paravalvular leak (pvl). The deployment starting point was in the middle of the pigtail catheter, and the valve dislodged aortic. Prior to valve dislodgement, the implant depth was 2 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). After valve dislodgement, the implant depth on the ncc and lcc was 0 mm. It was noted that a medtronic guidewire was used during the procedure. Additionally, the second valve was not implanted valve-in-valve because the first valve was placed in the ascending aorta.

Manufacturer narrative:
Updated data: a1, b1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following implant of the initial valve, a post-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve dislodged in result of the bav. The second valve was required due to the dislodgement.